Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified artery in the forearm. A 5f non-bsc introducer sheath was advanced. Subsequently, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was used to dilate the lesion. However, upon first inflation, the balloon ruptured due to severe calcification. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.